Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient had a mitraclip xtr (20502r105) implanted on (B)(6) 2022 to treat grade 5 mitral regurgitation (mr). Post implantation mr was reduced to 1. On (B)(6) 2022 a single leaflet device attachment (slda) was noted at the follow up appointment via echocardiogram, and mr was noted to be severe. It was the physicians opinion that the slda was due to the patients pre-existing anatomy. A two additional clips (20406r184 and 20502r184) were implanted to stabilize the slda resulting in the mr being reduced to <1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to patient anatomy. The reported recurrent mitral regurgitation was a cascading effect of the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.b2: hospitalization added.

Event description:
Subsequent to the previously filed report, the following information was provided: it was reported that a patient had a mitraclip xtr (20502r105) implanted on (B)(6) 2022 to treat grade 5 mitral regurgitation (mr) and a wide flail. Post implantation mr was reduced to 1. On an unknown date, a single leaflet device attachment (slda) was noted at a follow up appointment via echocardiogram, and mr was noted to be severe. On (B)(6) 2022, two additional clips (20406r184 and 20502r184) were implanted to stabilize the slda, resulting in the mr being reduced to <1. In the physician's opinion that the slda was due to the patients pre-existing anatomy. There was no clinically significant delay. No additional information was provided.